Event description:
Per the clinic, the patient experienced static noise and no sound with the device use. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.